Manufacturer narrative:
The location of the lead is not known at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this brady lead could not be implanted due to an unknown product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead was performed. Guidewire returned inside lead with a bend at the tip and stuck at lead tip; unable to remove most likely due to combination of dried body fluid/blood and bent wire tip. Returned lead passed electrical testing.